Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va057ly, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the stimulator was implanted on (B)(6) 2014 and the use by date was 5/14/2014. It was noted ninety-six days expired at implant.